Event description:
It was reported that on (B)(6) 2013, the doctor found the pt's catheter out of the position 5-6cm when the pt came to the hospital to hemodialysis.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event. A lot history review (lhr) of reul0517 showed no other similar product complaint(s) from this lot number.